Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported that during a routine follow up visit, it was not possible to perform a sensing and threshold test on the device indicative of a possible flipped bit error in the ramware. A manual guided reset was performed and the device returned to normal function and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data were collected from the device, submitted to the manufacturer, and analyzed. No anomalies were observed. The device testing issues were possibly related to a bit flip memory error.